Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the guidewire was unable to be inserted into the left ventricular lead. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The inner coil was found bunched up at the connector region and a green ptfe coating from a guidewire was also noted in this region. The cause of the reported event was isolated to the ptfe coating and bunching of the inner coil at the connector region, consistent with procedural damage. The reported event of insertion failure of ptca wire was confirmed.